Event description:
It was reported that the device exhibited a message of - invalid measured data - the message was cleared by the clinician as instructed by technical services. The patient did not experience any adverse consequences.

Manufacturer narrative:
(B)(4).